Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a proximal femoral nail antirotation (pfna) procedure on (B)(6)2019, it was not possible to lock the blade. Another blade was available and used without issues. No adverse patient consequences. Surgical delay of 5 minutes was reported. Concomitant device reported: unknown proximal femoral nail antirotation (pfna) nail (part#: unknown, lot# :unknown, quantity#: 1), impactor for pfna blade (part#: 03.010.410, lot#: unknown, quantity#: 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. The received pfna blade was forwarded to the manufacturing site for evaluation. There a function test was performed and the complained malfunction of "it was not possible to lock the blade intraoperatively" could not be reproduced. The blade was functional as required. The received x-rays were compared with section 10. "Lock pfna blade" of the pfna surgical technique ((B)(4)). The review has shown that on the x-rays no gap is visible which is according to the technique the sign that the blade is intraoperatively locked as designed. It is not possible to reproduce the complaint condition with the received pfna blade and the x-rays. Therefore this complaint is rated as unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. A device history record (DHR) review was conducted: part: 04.027.038s. Lot: 1l17740. Manufacturing site: bettlach. Release to warehouse date: 24.aug.2018. Expiry date: 01.aug.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure was completed successfully without any issues.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an unknown procedure due to fracture of the left femur. This is an a2 fracture in the ao classification, with a debris zone in the ventral area that extends to the lesser trochanter. During the procedure, the proximal femur is opened, the position of the guidewire is checked. Given correct alignment, the proximal femur is drilled out, in the process an unusually hard but inelastic bone quality is evident. Subsequently, the 9-mm nail is pushed in for its 240-mm length. Then the nail¿s femoral neck opening is aligned with the femoral neck, a suitable guidewire is drilled in, the guidewire is measured in correct position to 115 mm. Predrilling is then performed there, then the femoral neck blade is struck in. Only half the first femoral neck blade can be inserted but then jams because the front part no longer appears to turn. The blade was removed. A new femoral neck blade is inserted along the 115-mm distance. It can be well-anchored and locked. X-ray documentation of the good surgical result. Patient can put full weight on the leg, to the extent that mobilizing of the patient will still be possible. Concomitant devices reported: unknown proximal femoral nail antirotation (pfna) nail (part # unknown, lot # unknown, quantity # 1), impactor for pfna blade (part # 03.010.410, lot # unknown, quantity # 1) and unknown guidewire (part # unknown, lot # unknown, quantity # 1).